Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system. The patient presented with a medical history of coronary artery disease (cad), status post coronary artery bypass grafting (s/p CABG), aortic stenosis, thick resistant leaflets on the native anatomy, thin body habitus and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). During an attempt to deploy the valve, incomplete stent opening occurred, requiring two recaptures. In the physician¿s opinion, the thick, resistant leaflets on the native anatomy, took time for the navitor to force open. The valve was ultimately implanted at a depth of 3mm on non-coronary cusp (ncc) and 3mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, post implant, the patient experienced an occlusion of the femoral artery on the delivery system access side, requiring vascular surgery repair. The patient was reported to be stable and discharged to home. No additional information was provided.